Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there were inaccurate spco readings when compared to abg analysis. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During the investigation, it was found that the returned sensor was not functional and therefore unable to perform spco comparison testing. The sensor failed continuity tests as an open connection on the detector circuit was found. Visual inspection was performed of the rad-57 device and no internal circuitry damage or defects were observed. No loose cabling or loose circuit board to circuit board interconnections were observed. The device just displayed "sen off" with customer sensor connected. The led illuminates, but would not take measurements when finger was inserted. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues prior to this reported event.